Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the photos. Analysis of the sample showed that the leak reported by the customer was not observed. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd connecta plus3 white blend OEM leaked this is a complaint about leakage from a three-way stopcock. It was reported that during doxorubicin administration, the drug solution migrated toward the movable portion of the three-way stopcock, causing it to leak outside. It did not come into contact with the skin or any other part of the body; it only spilled onto a blanket.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.